Manufacturer narrative:
A drawing review was performed as part of this investigation. No product design issues or discrepancies were observed. A visual inspection could not be performed as the devices were not returned and no pictures were provided. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Surgeon was unable to use the device and had to change the device to complete the procedure. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two of the rapid resorb plates of the injectable polymer system (ips) did not form to the doctor's satisfaction and the water bath cover cracked during a cranial reconstruction on (B)(6) 2017. The surgeon also thought the size of the compact water bath was too small. It did not malfunction; the surgeon was not satisfied. The surgery was completed with a competitor's product after a 20 minute surgical delay. The patient outcome was reported as satisfactory. Concomitant devices reported: 1.7mm drill bit with 5mm stop j-latch f/rapidsorb ips-sterile (part# 310.405s, lot# unknown, quantity 1). Rapidsorb ips battery pack sterile (part # 530.553.01s, lot# unknown, quantity 2). Rapidsorb ips delivery device starter kit, sterile (part# 805.550.01s, lot# unknown, quantity 2). Dd-drape f/compact water bath sterile (part# 08-cc184, lot# unknown, quantity 2). Compact water bath (part # 05.725.010, lot # unknown, quantity 1). This report is for one (1) 1.5mm rapid resorb straight row mesh 100x100x0.8mm-sterile. This is report 2 of 2 for (B)(4).